Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After the initial deployment of the trunk ipsilateral leg, blood leakage was observed from the joint part of the handle. The physician had to complete the deployment of the main trunk quickly. No blood transfusion was performed. The patient tolerated the procedure. The physician¿s comment: ¿blood leaked from the part I had never experienced before.¿

Manufacturer narrative:
Emdr section h6, codes g04044, c19, d12 and d15 updated to reflect results of investigation/product evaluation. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Product evaluation summary: the device evaluation showed the following: o engineering removed the handle covers and the spine was examined. The manifold assembly contained dried blood. The septum appeared to be intact with no obvious damage. The glue ports were inspected and appeared to be filled with glue and cured. O blue dyed water was pressurized through the septum into the manifold area to determine the location of the leakage. Blue dyed water and bubbles were observed externally, near a glue port at the top of the spine. O inspection near the leak was done and insufficient glue was found in one of the glue ports. Based on the findings from this evaluation the complaint of "blood leakage from the joint of the handle" was confirmed. The likely cause of the reported failure was determined to be an insufficient amount of glue in the glue port of the spine.